Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that the autopulse platform indicated user advisory 45 (not at "home" position after power-on/reset). No adverse event reported.